Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, the harmonic ace blade broke apart. The fragment was retrieved during the operation. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument inspected prior to use. The instrument was used for 3-4 hours before the issue occurred. The surgeon was dissecting tissue when the event was observed. The surgeon did not experience any functionality issues with the instrument. There were no issues with removing the instrument from the arm. The fragment was retrieved with a laparoscopic instrument. All fragment(s) were retrieved with other instruments during the same procedure. No surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. No information was provided pertaining to the patient's history, pre-existing medical conditions, or tests/laboratory data specific to the incident.

Manufacturer narrative:
The instrument was found to have a blade broken. The blade broke at roughly 0.117 from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Review of the provided image is consistent with the alleged complaint containing an image of the broken distal end of the instrument.